Manufacturer narrative:
Corrected data: - b4 date of this report - e1 reporter name and address - g4 date received by manufacturer - h2 if follow-up, what type.

Event description:
Rosa shut down during an seeg case. A ¿communication error - ¿¿ occurred (seemingly unprovoked) when the arm was driving automatically to the 2nd trajectory of the procedure. The impact to the surgery was limited to a time delay of less than 5 min.

Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. Analysis of the software logs concluded that the first (not mentioned) communication failure was due to a controller issue. However, the error was not logged in the controller errors log then, the root cause for the issue cannot be determined. Then, the second communication error was due to a shared memory error.

Event description:
Rosa shut down during an seeg case. A ¿communication error - ¿¿ occurred (seemingly unprovoked) when the arm was driving automatically to the 2nd trajectory of the procedure. The impact to the surgery was limited to a time delay of less than 5 min.